Event description:
It was reported that this patient went pulseless during a device check and required cardiopulmonary resuscitation (CPR). It was noted that there was appropriate pacing on the monitor. Technical services (ts) analyzed device data of this implantable cardioverter defibrillator (ICD). It was noted that there were no stored episodes at the time of the event and all other measurements were within range. This patient was not pacing dependent. No additional adverse patient effects were reported. Currently, this ICD remains in service.